Event description:
It was reported the patient had a miniarc sling implanted for stress urinary incontinence. The patient experienced mental and physical pain and suffering, vaginal bleeding, infection, continued incontinence, erosion of mesh into tissue, pelvic pain, inflammation, urine leakage, abrasion of vaginal tissue, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.